Manufacturer narrative:
No service was requested by the hospital facility and no parts were replaced on the ventilator system. Our investigation consists of an evaluation of information from the hospital facility and the received ventilator logs. The event log confirms several alarms have been generated for low o2 concentration. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The ventilator passed pre-use check one day prior the given event date. When the user facility connects the ventilator to an o2 gas cylinder there are no alarms for low o2 concentration, which indicates that the alarms are generated due to a problem with the wall gas supply in the hospital. A ventilator from another brand was also tested with similar results, alarms for low o2 concentration while connected to wall gas supply but no alarms when connected to an o2 gas cylinder. The root cause is most likely an o2 supply line which has been contaminated with air and as a result the percentage of o2 is reduced. This was detected by the ventilator and alarms were provided as expected. There was no ventilator malfunction during the time of the event.

Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of: maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).